Event description:
It was reported that during a percutaneous coronary intervention procedure a catheter pinhole was encountered. A leftbu4 runway guide catheter was selected for use, and during insertion a pinhole was discovered about 6 inches from the hub. The procedure outcome is unknown. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).